Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3,h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during set-up for a cori assisted tka surgery, it was noticed that the looks like rust on the base of the drill. The surgery was completed, after a non-significant delay, changing to manual procedure. Since incident occurred before procedure; patient was not yet involved.

Manufacturer narrative:
Corrected data: d9 & h3 (device returned for analysis), h6 (medical device problem code, component code, type of investigation, investigation findings, investigation conclusions). Updated results of investigation: the real intelligence robotic drill, rob10013, (B)(6), intended to for use in surgery was returned for evaluation. The reported scenario that the handpiece had rust on it cannot be visually confirmed. The entire handpiece was examined externally, and no corroded area was found on the device. The external condition is acceptable and shows normal signs of wear. A functional evaluation was performed and the reported scenario that the handpiece had rust on it cannot be confirmed. A kpc test was performed where the handpiece was able to load the attachment and bur but did not spin. The drill was disassembled for further investigation. The exposure motor was tested and passed. The motors where removed and it was found that the extension shaft had dried blood on the front of it. The carriage was disassembled, and it was discovered it had liquid ingress. Both carriage bearings are stuck and did not turn by hand. The bearings were full of liquid residue, preventing them from spinning, which indicate the use of out of specification attachment. The bearings were replaced with new bearings and a kpc test was performed where the handpiece passed all tests. A test case was performed and could be completed without any failures occurring. A visual inspection of the image was conducted and confirmed that there was what looks to be rust on the base of the drill. Although the reported problem wasn¿t confirmed through visual and functional evaluation, the image sent by the user confirmed that there was what looks to be rust on the base of drill. The most likely cause for the reported problem is material and liquid from surgery causing the drill to look rusty, however after the cleaning activity, prior to this investigation, it caused it to be gone. However more liquid and material ingress was discovered inside the handpiece which contributed to the burr not spinning due to stuck carriage bearings. As no other defects were observed during disassembly of the drill, such as in the seals and gaskets, the liquid ingress may have been a result of using of out of specification long attachment, or improper handling during cleaning and sterilization activities. A review of manufacturing records indicates the device met all specifications upon release into distribution. A complaint history review was performed by part number and one similar complaint was identified. A review by lot/serial was performed and no similar complaints were identified. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.